Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. A ge healthcare service representative performed a checkout of the equipment and was not able to duplicate the reported intermittent complaint. The vent engine was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and then was unable to mechanically ventilate during a case. The patient was manually ventilated until the unit could be swapped out. There was no report of patient injury.